Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2019 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 08-feb-2021, UDI#: (B)(4)medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that they did a spine surgery yesterday and 15 cm was trimmed from the catheter. The hcp reported that the catheter was up in the bottom part of the patient's cervical canal and was putting pressure in that region so they cut it. The hcp further reported that they thought it was too high because the patient was having neurologic symptoms. The hcp asked about updating the programming to reflect the changed in the catheter length and was unclear on exactly what was revised with the catheter. The hcp stated she would call back when she had more information. Additional information was provided by the hcp indicating that the catheter was pulled out 9cm and they spliced in. They removed a total of 15 cm of the distal catheter then reattached with a connector pin. The hcp noted that the catheter was not aspirated at any point during the procedure. The agent reviewed programming steps to update the catheter info with the correct new length and volume.